Event description:
As reported by the user facility: serial (B)(4). Under infusion, taxol - pump set to run at 275ml/hr. Volume to be infused 250ml. After one hour there was still approx half the volume remaining in the bag. Ref MFR report 9610825-2013-00243.